Event description:
It was reported that the customer contacted Intuitive Technical Support Engineer (TSE) to report Da Vinci monopolar instrument could not be recognized or firing when connection to the lower monopolar port on the Integrated ElectroSurgical Unit (IESU). The customer had already replaced the instrument and energy cord, and connected the instrument to other arms, but the issue persisted. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. FSE replaced the Integrated ElectroSurgical Unit (IESU) due to issue with lower monopolar port. The system was tested and verified as ready for use. ISI has not received the IESU for evaluation. A follow-up MDR will be submitted, if additional information is obtained.